Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced inaccurate sensor glucose readings and received a calibration error alarm. The customer's blood glucose was 176 mg/dl and the sensor glucose was 47 mg/dl at the time of incident. The customer stated that she tried to calibrate when her blood glucose around 175 mg/dl and received a calibration error alarm. The customer stated that the insulin pump triggered threshold suspend feature when her sensor glucose was 60 mg/dl. The customer also stated that the insulin pump alarmed when the insulin pump showed that her blood glucose was 75 but she tested and her blood glucose was 156 mg/dl. The customer stated that the event did not end up causing a hospitalization. The sensor will not be returned for analysis.